Manufacturer narrative:
Internal complaint # trackwise # (B)(4); autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of charred tissue and blood were observed on the heating element. Blood was also observed on the harvesting tool handle and tool. The heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaw. No other failures were observed. The cannula was not returned for investigation. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; cannula; c-ring cut" was not confirmed but confirmed analyzed failure "material twisted/bent; wire". Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.